Event description:
One pt with discrepant calcium results. Initial result gave 6.7 mg/dl; repeat gave 7.6 mg/dl. Erroneous result reported. Pt not adversely affected. Although the exact root cause could not be identified, the field service rep checked the fluidics and replaced syringe tips. Performance tests were performed which were within specification.